Event description:
It was reported by the customer that they received a unexpected restart alarm. Customer's blood glucose level at the time 130mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Unit received with blank display due to corroded lcd board. Unit also received with severly cracked lcd window, cracked display window corners, scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads. Unable to confirm alarm due to blank display.